Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Both reported devices were received for evaluation; both events were confirmed during testing. One reported device had trigger corrosion. One reported device had damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices ran on. There was no patient involvement; no patient impact.